Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically fractured by pulled/stretched/overstress during the implant procedure. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was received without the helix, it broke during implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implantable pacing lead (ipl) implant, helix/tip abnormality occurred. There were no issues identified when the ipl was checked prior to insertion. After the initial ipl placement, data were found to be poor, so the body was rotated in the opposite direction to change the lead position. However, the ipl tip could not be detached from the tissue, and during repeated attempts at traction and reverse rotation to disengage the tip/helix, the tip/helix was elongated. When traction was continued, the lead was damaged, resulting in only the tip/helix remaining near the tricuspid annulus within the heart chamber. After the pacemaker implantation procedure was completed, retrieval of the ipl tip/helix was attempted using a snare via the leg. The ipl tip/helix was successfully retrieved and extracted from the patient¿s body. In addition, the tip of the delivery catheter that was being used was also found to be deformed, no particular external abnormalities were noted during the pre-implantation inspection. However, after the initially used ipl was retrieved, the delivery catheter was also removed and checked, and it was found that the tip was slightly deformed, preventing any lead insertion. It was noted that both the delivery catheter and the ipl were replaced with the same products, and standard placement was performed. An echocardiography and computed tomography (CT) scan showed no patient complications. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.